Event description:
A (B)(6) male pt taken to the cardiac cath lab for st elevation myocardial infarction. Pt was treated with the insertion of an impella external heart assist device system using an introducer in the right groin. The nurse walked away from pt's bedside. Physician came to pt's bedside and found pt unresponsive. Pt was noted to be bleeding out from the cook port implanted in the pt's right groin. The stopcock was found to be detached from the catheter (cook). The pt exsanguinated and expired. Date user facility or importer became aware of event: (B)(6) 2017.